Event description:
It was reported the coil prematurely detached during procedure. No patient injury reported.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Manufacturer narrative:
The pushwire was returned with the implant coil was found detached. The tack weld on the pusher assembly was found broken. The broken tack weld likely caused the coil to detach. (B)(4).